Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units battery is not charging.

Manufacturer narrative:
Updated sections: b4, e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e1(name and email), g2(company rep only), h6(health clinical and impact codes).

Event description:
N/a

Manufacturer narrative:
In order to fix the issue, the fse replaced the power management pcb (0670-00-1162). The unit then passed all functional and safety tests according to factory specifications, and was returned to the customer and cleared for clinical use. The failure analysis and testing department inspected the pcba power management bd p/n 0670-00-0767, s/n (B)(6) and observed the transistor q 27 is shorted (burned) based in past experience when transistor q 27 is shorted it will not charge the battery. The pcba power management bd could not be tested due to the shorted (burned) transistor. Retaining the pcba power management bd in the failure analysis and testing department per procedure 0002-07-d008 rev ak.